Event description:
Crew responded to a med call for a hanging. Cfr wa in progress when the crew arrived on scene. Defibrillation electrodes were attached to the pt and the device was powered on. The device indicated connect electrodes and use of the device was inhibited. The crew replaced the defibrillation electrodes. The device very briefly indicated sand clear and then went back to connect electrodes. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation as the pt had been down for sometime.

Manufacturer narrative:
Medtronic continues to investigate the reported event.